Manufacturer narrative:
No patient information provided after calls to customer (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. Customer declined ge healthcare service.

Event description:
The hospital reported high concentration of agent output. There was no report of patient injury.